Event description:
The external pulse generator which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis it was noted that the unit had stress cracks in its upper case, that the ring cover and one bail cover were broken, that one bail cover and one bail were missing, that the battery contacts were discolored, the keyboard was scratched and the main printed circuit board was out of specification. Further analysis was performed on the main printed circuit board (pcb). This analysis found that the main pcb failed functional testing due to a capacitor component failure. (B)(4).